Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device had operating currents within specifications. No unexpected low battery alarms or battery out limit alarms were noted. The device passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, unable to prime unit during the prime test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The device had a cracked case at the lcd window corners, cracked reservoir tube, and cracked battery tube threads. The device had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 298 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.